Event description:
It was reported that stimulation was turning off. It was noted this had occurred on three separate occasions. Patient stated there was no event or environmental influence that would have caused the turning off. It was noted this happened around the house. Patient would notice return of symptoms and check implantable neurostimulator (ins) with programmer to verify the ins had shut off. Patient was experiencing a loss of therapy and was unable to move. It was noted there was no pattern to when the ins turning off would occur. Additional information reported stimulation was intermittent since the patient received the new ins, lead and extension. It was noted patient would wake up in the morning and the stimulation would be off. It was noted reports showed stimulation on/off triggers a considerable amount of times. The stimulation turning on and off had started 4 days after last interrogation by the clinician programmer. It was further noted the patient was having trouble with the device since the beginning of programming. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# va072e3, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).